Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a oral surgery, 90 minutes after the start of the procedure, when suturing the skin using a single knot, the needle and the suture broke. A new device was opened to complete the procedure. There was no patient harm.